Manufacturer narrative:
This report is filed on (B)(6) 2017.

Event description:
Per the clinic, the patient's device was explanted (date not reported) due to surgery for a non-device related medical condition. Re-implantation is planned but has not taken place as of the date of this report.